Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed low reservoir, button error and battery out limit. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer stated that there was no significant event leading to the keypad issues. Due to the uncleared button error, the customer could not verify if the time on the insulin pump's clock advanced when observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for high blood glucose could not be performed due to the button error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with currents in spec. No unexpected battery out limit. Unit passed rewind test, basic occlusion, occlusion, prime/a33 test, excessive no delivery test and displacement test. Low reservoir alarm works properly. No unexpected low reservoir. No motor error alarm. Motor passed motor test. No button error alarm. Unit received with intermittent act button response due to flattened button keypad dome keypad connector was found closed properly during visual inspection. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.